Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8015 error code 133.6090 account name: (B)(6) medical center account #: (B)(4) asset name: 8015ls pcu dom v9.33.1.2 a/b/g asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: 8015 sn: (B)(4) customer was getting error code 133.6090 and wanted to know what could be the problem. Customer stated that he changed the logic board but he was still getting the error code. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: customer stated that he changed the logic board but the error is still showing up. I explain to the customer that the error code is for the logic board. I suggest to the customer to use another logic board due to that he still getting the error. The customer said ok that he would put in another logic board to see if it correct the error code. The customer also stated that he would call back if he still was having problems. Ref:_00d30y0yr._5000l1lkuej:ref